Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034750) on 12-mar-2014. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("persistent painful pelvic infections") in a 25-year-old female patient who had essure (batch no. 740648, 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2009, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, live birth ((B)(6) 2008, (B)(6) 2009) on (B)(6) -2008, live birth on (B)(6) 2009, vaginal delivery ((B)(6) 2008, (B)(6) 2009) and gallbladder operation (1972). She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.), drug allergy, endoscopy, colonoscopy, cholecystectomy, tooth extraction, pain in thigh (right), hysteroscopy, ureterolysis procedure, d & c, hemorrhoids, gastric disorder, blood pressure high, ibd, ulcer nos, endomyometritis, pelvic mass, kidney disorder, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included promethazine since 2010 for morning sickness as well as amlodipine besilate (norvasc) since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia / muscle issues"). In 2010, the patient experienced dyspareunia ("intercourse") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2011, the patient experienced the first episode of paraesthesia ("tingling"), post-traumatic stress disorder ("post-traumatic stress disorder") and hypoaesthesia ("numbness"). In (B)(6) 2011, the patient experienced allergy to metals ("severe nickel allergy") and pyrexia ("constant low grade fever of over 100.4"). In 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"), vitamin b12 deficiency ("b12 deficiency"), abdominal distension ("severe bloating"), fluid retention ("water retention"), hypersensitivity ("low level allergic reactions without reason"), erythema ("redness"), urticaria ("hives"), pruritus ("itching") and the second episode of paraesthesia ("paresthesia"). In (B)(6) 2011, the patient experienced dental caries ("rapid tooth decay"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome / fatigue"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea/ pain is absolutely unbearable during my menstrual cycle"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and adhesion ("internal adhesions"). In (B)(6) 2017, the patient underwent jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of nausea ("nausea"), depression ("depression"), investigation noncompliance ("she did not undergo an essure confirmation test") and mental disorder ("psychological issues") and underwent tooth extraction ("three teeth removed"). The patient was treated with alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, amlodipine, baclofen, butalbital, chlordiazepoxide hydrochloride;clidinium bromide (librax), diazepam (valium), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone, hyoscyamine, ketorolac tromethamine (toradol), montelukast, omeprazole, ondansetron (zofran), oxycodone and surgery (excision of endometrosis, she underwent operative laparoscopy for removal of foreign object. And three teeth removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pain, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia, abdominal pain, dental caries, anxiety, feeling abnormal, allergy to metals, pyrexia, the last episode of fibromyalgia, menorrhagia, dysmenorrhoea, dyspareunia, adhesion, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, the last episode of nausea, vomiting, abdominal distension, fluid retention, jaw operation, depression, investigation noncompliance, hypersensitivity, erythema, urticaria, pruritus, the last episode of paraesthesia and incontinence had not resolved, the chronic fatigue syndrome and mental disorder was resolving, the endometriosis had resolved and the pelvic pain and tooth extraction outcome was unknown. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea and the first episode of fibromyalgia with essure. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, erythema, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, incontinence, investigation noncompliance, jaw operation, menorrhagia, mental disorder, pain, pelvic infection, pelvic pain, post-traumatic stress disorder, pruritus, pyrexia, tooth extraction, urticaria, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of nausea, the first episode of paraesthesia, the second episode of fibromyalgia, the second episode of nausea and the second episode of paraesthesia to be related to essure. The reporter commented: (B)(6) 2011 : she implanted essure device as per pfs (discrepancy noted). Essure devices were inserted without difficulty. (B)(6) 2014 she underwent operative laparoscopy for removal of foreign object .essure coils on the right and left were removed. There were dense adhesions all the way from the sigmoid into the left retroperitoneal space. Consumer reports "I have improved a little, but nothing has resolved. Endometriosis was removed at the surgery." Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: results: recurring gallstones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records endometriosis , chronic fatigue syndrome, fibromyalgia, adhesion. Lot numbers and exp/mfg dates batch number:713459 expiration date: 2013-02 manufacture date: 2010-02. Batch number:740648 expiration date:2013-05 manufacture date:2010-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, anxiety, depression, anemia, dyspareunia, endometriosis, pelvic pain, pelvic mass, nickel allergy, menorrhagia, bacterial vaginosis, chronic fatigue syndrome, bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs and mr received: reporter's information, medical history, concomitant condition, treatment drugs, concomitant drugs added. New events - pelvic pain, tooth extraction, mental disorder were added. Event outcome of chronic fatigue syndrome, fibromyalgia, mental disorder were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("persistent painful pelvic infections") in a 25-year-old female patient who had essure (batch no. 740648, 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity on (B)(6) 2009, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, live birth on (B)(6) 2008 and live birth on (B)(6) 2009. She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.) And drug allergy. Concomitant products included promethazine (phenergan) since 2010 for morning sickness and fluoxetine hydrochloride (prozac) since 2010 for pregnancy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia"). In 2010, the patient experienced dyspareunia ("intercourse") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2011, the patient experienced the first episode of paraesthesia ("tingling"), post-traumatic stress disorder ("post-traumatic stress disorder") and hypoaesthesia ("numbness"). In (B)(6) 2011, the patient experienced allergy to metals ("severe nickel allergy") and pyrexia ("constant low grade fever of over 100.4"). In (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"), vitamin b12 deficiency ("b12 deficiency"), abdominal distension ("severe bloating"), fluid retention ("water retention"), hypersensitivity ("low level allergic reactions without reason"), erythema ("redness"), urticaria ("hives"), pruritus ("itching") and the second episode of paraesthesia ("paresthesia"). In (B)(6) 2011, the patient experienced dental caries ("rapid tooth decay"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea/ pain is absolutely unbearable during my menstrual cycle"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and adhesion ("internal adhesions"). In (B)(6) 2017, the patient underwent jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of nausea ("nausea"), depression ("depression") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (she underwent operative laparoscopy for removal of foreign object.), surgery (three teeth removed) and surgery (excision of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pain, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia, abdominal pain, dental caries, anxiety, feeling abnormal, allergy to metals, pyrexia, the last episode of fibromyalgia, chronic fatigue syndrome, menorrhagia, dysmenorrhoea, dyspareunia, adhesion, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, the last episode of nausea, vomiting, abdominal distension, fluid retention, jaw operation, depression, investigation noncompliance, hypersensitivity, erythema, urticaria, pruritus, the last episode of paraesthesia and incontinence had not resolved and the endometriosis had resolved. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea and the first episode of fibromyalgia with essure. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, erythema, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, incontinence, investigation noncompliance, jaw operation, menorrhagia, pain, pelvic infection, post-traumatic stress disorder, pruritus, pyrexia, urticaria, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of nausea, the first episode of paraesthesia, the second episode of fibromyalgia, the second episode of nausea and the second episode of paraesthesia to be related to essure. The reporter commented: (B)(6) 2011 : she implanted essure device as per pfs (discrepancy noted). Essure devices were inserted without difficulty. (B)(6) 2014 she underwent operative laparoscopy for removal of foreign object .essure coils on the right and left were removed. There were dense adhesions all the way from the sigmoid into the left retroperitoneal space. Consumer reports "I have improved a little, but nothing has resolved. Endometriosis was removed at the surgery." Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: recurring gallstones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records endometriosis , chronic fatigue syndrome, fibromyalgia, adhesion. Lot numbers and exp/mfg dates: batch number:713459 expiration date: 2013-02 manufacture date: 2010-02. Batch number:740648 expiration date:2013-05 manufacture date:2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("persistent painful pelvic infections") in a 25-year-old female patient who had essure (batch no. 740648, 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity on (B)(6) 2009, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, live birth on (B)(6) 2008 and live birth on (B)(6) 2009. She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 to november 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.) And drug allergy. Concomitant products included promethazine (phenergan) since 2010 for morning sickness and fluoxetine hydrochloride (prozac) since 2010 for pregnancy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia"). In 2010, the patient experienced dyspareunia ("intercourse") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2011, the patient experienced the first episode of paraesthesia ("tingling"), post-traumatic stress disorder ("post-traumatic stress disorder") and hypoaesthesia ("numbness"). In (B)(6) 2011, the patient experienced allergy to metals ("severe nickel allergy") and pyrexia ("constant low grade fever of over 100.4"). In (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"), vitamin b12 deficiency ("b12 deficiency"), abdominal distension ("severe bloating"), fluid retention ("water retention"), hypersensitivity ("low level allergic reactions without reason as in hives, itching, redness"), erythema ("low level allergic reactions without reason as in hives, itching, redness"), urticaria ("low level allergic reactions without reason as in hives, itching, redness"), pruritus ("low level allergic reactions without reason as in hives, itching, redness") and the second episode of paraesthesia ("paresthesia"). In (B)(6) 2011, the patient experienced dental caries ("rapid tooth decay"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea/ pain is absolutely unbearable during my menstrual cycle"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and adhesion ("internal adhesions"). In (B)(6) 2017, the patient underwent jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of nausea ("nausea"), depression ("depression") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (she underwent operative laparoscopy for removal of foreign object.), surgery (three teeth removed) and surgery (excision of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, pain, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia, abdominal pain, dental caries, anxiety, feeling abnormal, allergy to metals, pyrexia, the last episode of fibromyalgia, chronic fatigue syndrome, menorrhagia, dysmenorrhoea, dyspareunia, adhesion, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, the last episode of nausea, vomiting, abdominal distension, fluid retention, jaw operation, depression, investigation noncompliance, hypersensitivity, erythema, urticaria, pruritus, the last episode of paraesthesia and incontinence had not resolved and the endometriosis had resolved. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea and the first episode of fibromyalgia with essure. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, erythema, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, incontinence, investigation noncompliance, jaw operation, menorrhagia, pain, pelvic infection, post-traumatic stress disorder, pruritus, pyrexia, urticaria, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of nausea, the first episode of paraesthesia, the second episode of fibromyalgia, the second episode of nausea and the second episode of paraesthesia to be related to essure. The reporter commented: (B)(6) 2011: she implanted essure device as per pfs (discrepancy noted). Essure devices were inserted without difficulty. (B)(6) 2014, she underwent operative laparoscopy for removal of foreign object .essure coils on the right and left were removed. There were dense adhesions all the way from the sigmoid into the left retroperitoneal space. Consumer reports "I have improved a little, but nothing has resolved. Endometriosis was removed at the surgery." Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: recurring gallstones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records endometriosis , chronic fatigue syndrome, fibromyalgia, adhesion. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs and medical records. Added reporters and case became medically confirmed. Added patient's ethnicity. Added essure batches numbers (right - 740648, left- 713459). Updated onset date for the following events: dental caries, anxiety, feeling abnormal, paraesthesia, allergy to metals, pyrexia, hypersensitivity, fibromyalgia, chronic fatigue syndrome, inflammatory bowel disease, irritable bowel syndrome, endometriosis, menorrhagia, dysmenorrhoea, adhesion, vitamin b12 deficiency, post-traumatic stress disorder, hypoaesthesia, pelvic infection, nausea, vomiting, abdominal distension, fluid retention, jaw operation. Added the following events erythema, urticaria, pruritus, paraesthesia, abdominal pain. Updated outcome to "not recovered" for all events except for endometriosis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034750) on 12-mar-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('persistent painful pelvic infections') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 740648, 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included parity on (B)(6) 2009, live birth on (B)(6) 2009, live birth ((B)(6) 2008, (B)(6) 2009) on (B)(6) 2008, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, vaginal delivery ((B)(6) 2008, (B)(6) 2009) and gallbladder operation (1972). She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.), drug allergy, endoscopy, colonoscopy, cholecystectomy, tooth extraction, pain in thigh (right), hysteroscopy, ureterolysis procedure, d & c, hemorrhoids, gastric disorder, blood pressure high, ibd, ulcer nos, endomyometritis, pelvic mass, kidney disorder, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included promethazine since 2010 for morning sickness as well as amlodipine besilate (norvasc) since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia / muscle issues"). In 2010, the patient experienced dyspareunia ("intercourse") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2011, the patient experienced tingling ("tingling"), post-traumatic stress disorder ("post-traumatic stress disorder") and hypoaesthesia ("numbness"). In (B)(6) 2011, the patient experienced allergy to metals ("severe nickel allergy") and pyrexia ("constant low grade fever of over 100.4"). In 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"), vitamin b12 deficiency ("b12 deficiency"), abdominal distension ("severe bloating"), fluid retention ("water retention"), hypersensitivity ("low level allergic reactions without reason"), erythema ("redness"), urticaria ("hives"), pruritus ("itching") and paresthesia ("paresthesia"). In (B)(6) 2011, the patient experienced dental caries ("rapid tooth decay"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome / fatigue") and dysmenorrhoea ("dysmenorrhea/ pain is absolutely unbearable during my menstrual cycle"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and pelvic adhesions ("internal adhesions"). In (B)(6) 2017, the patient underwent jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of nausea ("nausea"), depression ("depression"), mental disorder ("psychological issues"), scar ("scar tissue"), otitis media ("otitis media") and uterine enlargement ("at the time of removal my uterus was the size of a pregnant woman 8-10 weeks gestation") and underwent tooth extraction ("three teeth removed"). The patient was treated with alprazolam, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, amlodipine, baclofen, butalbital, chlordiazepoxide hydrochloride;clidinium bromide (librax), diazepam (valium), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone, hyoscyamine, ketorolac tromethamine (toradol), montelukast, omeprazole, ondansetron (zofran), oxycodone and surgery (excision of endometrosis, three teeth removed, ablation and operative laparoscopy , tube removal, internal organ seperation, removal of 1 ib of scar tissue). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, menorrhagia, pain, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia, abdominal pain, dental caries, anxiety, feeling abnormal, tingling, allergy to metals, pyrexia, the last episode of fibromyalgia, dysmenorrhoea, dyspareunia, pelvic adhesions, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, the last episode of nausea, vomiting, abdominal distension, fluid retention, jaw operation, depression, hypersensitivity, erythema, urticaria, pruritus, paresthesia and incontinence had not resolved, the chronic fatigue syndrome and mental disorder was resolving, the endometriosis had resolved and the pelvic pain, tooth extraction, scar, otitis media and uterine enlargement outcome was unknown. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea and the first episode of fibromyalgia with essure. The reporter considered abdominal distension, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, erythema, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, incontinence, jaw operation, menorrhagia, mental disorder, otitis media, pain, pelvic adhesions, pelvic infection, pelvic pain, post-traumatic stress disorder, pruritus, pyrexia, scar, tingling, tooth extraction, urticaria, uterine enlargement, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of nausea, paresthesia, the second episode of fibromyalgia and the second episode of nausea to be related to essure. The reporter commented: (B)(6) 2011 : she implanted essure device as per pfs (discrepancy noted). Essure devices were inserted without difficulty. (B)(6) 2014 she underwent operative laparoscopy for removal of foreign object .essure coils on the right and left were removed. There were dense adhesions all the way from the sigmoid into the left retroperitoneal space. Consumer reports "I have improved a little, but nothing has resolved. Endometriosis was removed at the surgery." Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: results: recurring gallstones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records endometriosis , chronic fatigue syndrome, fibromyalgia, adhesion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, anxiety, depression, anemia, dyspareunia, endometriosis, pelvic pain, pelvic mass, nickel allergy, menorrhagia, bacterial vaginosis, chronic fatigue syndrome, bladder problems. Lot number: 713459 manufacture date: 2010-02 expiration date: 2013-02. Lot number: 740648 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event otitis media added. On 23-mar-2020: social media content received: event - at the time of removal my uterus was the size of a pregnant woman 8-10 weeks gestation added. Reporter added. On 20-mar-2020: social media content received: reporter added. On 20-mar-2020: social media content received: reporter added. Fu 15, 16, 17 and 18 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("persistent painful pelvic infections") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity on (B)(6) 2009, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, live birth on (B)(6) 2008 and live birth on (B)(6)2009. She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from january 2008 to november 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.) And drug allergy. Concomitant products included promethazine (phenergan) in 2010 for morning sickness and fluoxetine hydrochloride (prozac) in 2010 for pregnancy. On (B)(6) 2010, the patient had essure inserted. (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia") and irritable bowel syndrome ("irritable bowel syndrome"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), unevaluable event ("unexplainable"), dental caries ("rapid tooth decay"), anxiety ("anxiety"), feeling abnormal ("brain fog"), paraesthesia ("paresthesia"), allergy to metals ("severe nickel allergy"), pyrexia ("constant low grade fever of over 100.4 "), hypersensitivity ("low level allergic reactions without reason"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), menorrhagia ("menorrhagia"), the first episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("intercourse"), adhesion ("internal adhesions"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), post-traumatic stress disorder ("post-traumatic stress disorder"), hypoaesthesia ("numbness"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("severe bloating"), fluid retention ("water retention") and jaw operation ("part of jaw removed"). In 2010, the patient underwent pelvic infection (seriousness criteria medically significant and intervention required), unevaluable event ("unexplainable"), dental caries ("rapid tooth decay"), anxiety ("anxiety"), feeling abnormal ("brain fog"), paraesthesia ("paresthesia"), allergy to metals ("severe nickel allergy"), pyrexia ("constant low grade fever of over 100.4 "), hypersensitivity ("low level allergic reactions without reason"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), menorrhagia ("menorrhagia"), the first episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("intercourse"), adhesion ("internal adhesions"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), post-traumatic stress disorder ("post-traumatic stress disorder"), hypoaesthesia ("numbness"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("severe bloating"), fluid retention ("water retention") and jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), inflammatory bowel disease ("inflammatory bowel disease"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of dysmenorrhoea ("pain is absolutely unbearable during my menstrual cycle"), depression ("depression") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (she underwent operative laparoscopy for removal of foreign object.), surgery (three teeth removed) and surgery (excision of endometrosis). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia and depression had not resolved and the abdominal pain, the last episode of dysmenorrhoea, unevaluable event, dental caries, anxiety, feeling abnormal, paraesthesia, allergy to metals, pyrexia, hypersensitivity, the last episode of fibromyalgia, chronic fatigue syndrome, endometriosis, menorrhagia, dyspareunia, adhesion, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, nausea, vomiting, abdominal distension, fluid retention, jaw operation and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dyspareunia, endometriosis, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, investigation noncompliance, jaw operation, menorrhagia, nausea, nausea, pain, paraesthesia, pelvic infection, post-traumatic stress disorder, pyrexia, unevaluable event, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of dysmenorrhoea and the second episode of fibromyalgia to be related to essure. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea, the first episode of fibromyalgia and the second episode of dysmenorrhoea with essure. The reporter commented: it was reported that in (B)(6) 2011, she implanted essure device as per pfs (discrepancy noted). She underwent operative laparoscopy for removal of foreign object. Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: recurring gallstones most recent follow-up information incorporated above includes: on (B)(6) 2017: reporters and lawyer added. Patient demographics updated, historical drug, historical condition and concomitant medication. Suspect drug inaction. In 2010, she had experienced unexplainable, rapid tooth decay, anxiety, brain fog, paresthesia, severe nickel allergy, constant low grade fever of over 100.4 (positive), low level allergic reactions without reason, chronic fatigue syndrome, endometriosis, menorrhagia, dysmenorrhea, incontinence, internal adhesions, b12 deficiency, vitamin d deficiency, ptsd (post-traumatic stress disorder), numbness, persistent painful pelvic infections and events. In (B)(6) 2014, she had removed essure device case become incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('persistent painful pelvic infections') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 740648, 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included parity on (B)(6) 2009, live birth on (B)(6) 2009, live birth (B)(6) 2008, (B)(6) 2009) on (B)(6) 2008, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, vaginal delivery (B)(6) 2008, (B)(6) 2009) and gallbladder operation (1972). She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.), drug allergy, endoscopy, colonoscopy, cholecystectomy, tooth extraction, pain in thigh (right), hysteroscopy, ureterolysis procedure, d & c, hemorrhoids, gastric disorder, blood pressure high, ibd, ulcer nos, endomyometritis, pelvic mass, kidney disorder, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included promethazine since 2010 for morning sickness as well as amlodipine besilate (norvasc) since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia / muscle issues"). In 2010, the patient experienced dyspareunia ("intercourse") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2011, the patient experienced tingling ("tingling"), post-traumatic stress disorder ("post-traumatic stress disorder") and hypoaesthesia ("numbness"). In (B)(6) 2011, the patient experienced allergy to metals ("severe nickel allergy") and pyrexia ("constant low grade fever of over 100.4"). In 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"), vitamin b12 deficiency ("b12 deficiency"), abdominal distension ("severe bloating"), fluid retention ("water retention"), hypersensitivity ("low level allergic reactions without reason"), erythema ("redness"), urticaria ("hives"), pruritus ("itching") and paresthesia ("paresthesia"). In (B)(6) 2011, the patient experienced dental caries ("rapid tooth decay"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome / fatigue") and dysmenorrhoea ("dysmenorrhea/ pain is absolutely unbearable during my menstrual cycle"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and pelvic adhesions ("internal adhesions"). In (B)(6) 2017, the patient underwent jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of nausea ("nausea"), depression ("depression"), mental disorder ("psychological issues") and scar ("scar tissue") and underwent tooth extraction ("three teeth removed"). The patient was treated with alprazolam, amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), amitriptyline, amlodipine, baclofen, butalbital, chlordiazepoxide hydrochloride; clidinium bromide (librax), diazepam (valium), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone, hyoscyamine, ketorolac tromethamine (toradol), montelukast, omeprazole, ondansetron (zofran), oxycodone and surgery (excision of endometriosis, three teeth removed, ablation and operative laparoscopy , tube removal, internal organ separation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, menorrhagia, pain, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia, abdominal pain, dental caries, anxiety, feeling abnormal, tingling, allergy to metals, pyrexia, the last episode of fibromyalgia, dysmenorrhoea, dyspareunia, pelvic adhesions, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, the last episode of nausea, vomiting, abdominal distension, fluid retention, jaw operation, depression, hypersensitivity, erythema, urticaria, pruritus, paresthesia and incontinence had not resolved, the chronic fatigue syndrome and mental disorder was resolving, the endometriosis had resolved and the pelvic pain, tooth extraction and scar outcome was unknown. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea and the first episode of fibromyalgia with essure. The reporter considered abdominal distension, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, erythema, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, incontinence, jaw operation, menorrhagia, mental disorder, pain, pelvic adhesions, pelvic infection, pelvic pain, post-traumatic stress disorder, pruritus, pyrexia, scar, tingling, tooth extraction, urticaria, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of nausea, paresthesia, the second episode of fibromyalgia and the second episode of nausea to be related to essure. The reporter commented: (B)(6) 2011: she implanted essure device as per pfs (discrepancy noted). Essure devices were inserted without difficulty. (B)(6) 2014 she underwent operative laparoscopy for removal of foreign object .essure coils on the right and left were removed. There were dense adhesions all the way from the sigmoid into the left retroperitoneal space. Consumer reports "I have improved a little, but nothing has resolved. Endometriosis was removed at the surgery." Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: results: recurring gallstones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records endometriosis , chronic fatigue syndrome, fibromyalgia, adhesion. Lot numbers and exp/mfg dates batch number:713459, expiration date: 2013-02, manufacture date: 2010-02. Batch number: 740648, expiration date:2013-05, manufacture date:2010-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, anxiety, depression, anemia, dyspareunia, endometriosis, pelvic pain, pelvic mass, nickel allergy, menorrhagia, bacterial vaginosis, chronic fatigue syndrome, bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event removal 1 lb scar tissue was added. Reporter information was added. Event: adhesions updated to pelvic adhesion. Event investigation noncompliance updated to device monitoring procedure not performed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034750) on 12-mar-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('persistent painful pelvic infections') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (batch no. 740648, 713459) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included parity on (B)(6) 2009, live birth on (B)(6) 2009, live birth (B)(6) 2008, (B)(6) 2009 on (B)(6) 2008, migraine, attention deficit disorder, depression (at aged 8.), anxiety (at aged 8.), multi gravida, vaginal delivery (B)(6) 2008, (B)(6) 2009 and gallbladder operation (1972). She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.), drug allergy, endoscopy, colonoscopy, cholecystectomy, tooth extraction, pain in thigh (right), hysteroscopy, ureterolysis procedure, d & c, hemorrhoids, gastric disorder, blood pressure high, ibd, ulcer nos, endomyometritis, pelvic mass, kidney disorder, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included promethazine since 2010 for morning sickness as well as amlodipine besilate (norvasc) since 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia / muscle issues"). In 2010, the patient experienced dyspareunia ("intercourse") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2011, the patient experienced tingling ("tingling"), post-traumatic stress disorder ("post-traumatic stress disorder") and hypoaesthesia ("numbness"). In (B)(6) 2011, the patient experienced allergy to metals ("severe nickel allergy") and pyrexia ("constant low grade fever of over 100.4"). In 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced the first episode of nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced feeling abnormal ("brain fog"), vitamin b12 deficiency ("b12 deficiency"), abdominal distension ("severe bloating"), fluid retention ("water retention"), hypersensitivity ("low level allergic reactions without reason"), erythema ("redness"), urticaria ("hives"), pruritus ("itching") and paresthesia ("paresthesia"). In (B)(6) 2011, the patient experienced dental caries ("rapid tooth decay"). In (B)(6) 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("irritable bowel syndrome"), inflammatory bowel disease ("inflammatory bowel disease"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome / fatigue") and dysmenorrhoea ("dysmenorrhea/ pain is absolutely unbearable during my menstrual cycle"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"). In (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and pelvic adhesions ("internal adhesions"). In (B)(6) 2017, the patient underwent jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of nausea ("nausea"), depression ("depression"), mental disorder ("psychological issues") and scar ("scar tissue") and underwent tooth extraction ("three teeth removed"). The patient was treated with alprazolam, amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), amitriptyline, amlodipine, baclofen, butalbital, chlordiazepoxide hydrochloride; clidinium bromide (librax), diazepam (valium), fluoxetine hydrochloride (prozac), gabapentin, hydrocodone, hyoscyamine, ketorolac tromethamine (toradol), montelukast, omeprazole, ondansetron (zofran), oxycodone and surgery (excision of endometriosis, three teeth removed, ablation and operative laparoscopy , tube removal, internal organ separation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, menorrhagia, pain, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia, abdominal pain, dental caries, anxiety, feeling abnormal, tingling, allergy to metals, pyrexia, the last episode of fibromyalgia, dysmenorrhoea, dyspareunia, pelvic adhesions, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, the last episode of nausea, vomiting, abdominal distension, fluid retention, jaw operation, depression, hypersensitivity, erythema, urticaria, pruritus, paresthesia and incontinence had not resolved, the chronic fatigue syndrome and mental disorder was resolving, the endometriosis had resolved and the pelvic pain, tooth extraction and scar outcome was unknown. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea and the first episode of fibromyalgia with essure. The reporter considered abdominal distension, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, erythema, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, incontinence, jaw operation, menorrhagia, mental disorder, pain, pelvic adhesions, pelvic infection, pelvic pain, post-traumatic stress disorder, pruritus, pyrexia, scar, tingling, tooth extraction, urticaria, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of nausea, paresthesia, the second episode of fibromyalgia and the second episode of nausea to be related to essure. The reporter commented: (B)(6) 2011 : she implanted essure device as per pfs (discrepancy noted). Essure devices were inserted without difficulty. On (B)(6) 2014 she underwent operative laparoscopy for removal of foreign object .essure coils on the right and left were removed. There were dense adhesions all the way from the sigmoid into the left retroperitoneal space. Consumer reports "I have improved a little, but nothing has resolved. Endometriosis was removed at the surgery." Diagnostic results (normal ranges are provided in parenthesis if available): cholecystectomy - on (B)(6) 2012: results: recurring gallstones. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records endometriosis , chronic fatigue syndrome, fibromyalgia, adhesion. Lot numbers and exp/mfg dates batch number:713459, expiration date: 2013-02, manufacture date: 2010-02. Batch number:740648, expiration date:2013-05, manufacture date:2010-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, anxiety, depression, anemia, dyspareunia, endometriosis, pelvic pain, pelvic mass, nickel allergy, menorrhagia, bacterial vaginosis, chronic fatigue syndrome, bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case and all the information from duplicate deletion case (B)(4) has been transferred to this case. All the information includes source documents and references. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("persistent painful pelvic infections") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity on (B)(6) 2009, migraine, attention deficit disorder, depression (at aged (B)(6).), anxiety (at aged (B)(6).), multi gravida, live birth on (B)(6) 2008 and live birth on (B)(6) 2009. She denied that after essure removed, there was no injuries or symptoms resulted from essure resolve following essure removal. Previously administered products included for pregnancy: mirena iud from (B)(6) 2008 to (B)(6) 2008 and nuvaring from 2005 to 2007; for an unreported indication: alesse from 1995 to 2005 and aviane from 1995 to 2005. Concurrent conditions included nickel sensitivity (circa 1990. After her ears were pierced.) And drug allergy. Concomitant products included promethazine (phenergan) in 2010 for morning sickness and fluoxetine hydrochloride (prozac) in 2010 for pregnancy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced the first episode of fibromyalgia ("fibromyalgia") and irritable bowel syndrome ("irritable bowel syndrome"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), dental caries ("rapid tooth decay"), anxiety ("anxiety"), feeling abnormal ("brain fog"), paraesthesia ("paresthesia"), allergy to metals ("severe nickel allergy"), pyrexia ("constant low grade fever of over 100.4 "), hypersensitivity ("low level allergic reactions without reason"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), menorrhagia ("menorrhagia"), the first episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("intercourse"), adhesion ("internal adhesions"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), post-traumatic stress disorder ("post-traumatic stress disorder"), hypoaesthesia ("numbness"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("severe bloating"), fluid retention ("water retention") and jaw operation ("part of jaw removed"). In 2010, the patient underwent pelvic infection (seriousness criteria medically significant and intervention required), dental caries ("rapid tooth decay"), anxiety ("anxiety"), feeling abnormal ("brain fog"), paraesthesia ("paresthesia"), allergy to metals ("severe nickel allergy"), pyrexia ("constant low grade fever of over 100.4 "), hypersensitivity ("low level allergic reactions without reason"), the second episode of fibromyalgia ("fibromyalgia"), chronic fatigue syndrome ("chronic fatigue syndrome"), endometriosis ("endometriosis"), menorrhagia ("menorrhagia"), the first episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("intercourse"), adhesion ("internal adhesions"), vitamin b12 deficiency ("b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), post-traumatic stress disorder ("post-traumatic stress disorder"), hypoaesthesia ("numbness"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("severe bloating"), fluid retention ("water retention") and jaw operation ("part of jaw removed"). On an unknown date, the patient experienced pain ("severe body aches and pains"), gastrointestinal ulcer ("ulcerations in her gi tract"), inflammatory bowel disease ("inflammatory bowel disease"), migraine ("cluster migraines"), polymenorrhoea ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb"), polymenorrhagia ("periods are twice a month lasting 9-10 days and she ia passing clots the size of her thumb/my periods have grown heavier"), abdominal pain ("cramps are intolerable"), the second episode of dysmenorrhoea ("pain is absolutely unbearable during my menstrual cycle"), depression ("depression") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with ketorolac tromethamine (toradol), ondansetron (zofran), surgery (she underwent operative laparoscopy for removal of foreign object.), surgery (three teeth removed) and surgery (excision of endometrosis). Essure was removed on 2-may-2014. At the time of the report, the pelvic infection, irritable bowel syndrome, gastrointestinal ulcer, inflammatory bowel disease, migraine, polymenorrhoea, polymenorrhagia and depression had not resolved and the abdominal pain, the last episode of dysmenorrhoea, dental caries, anxiety, feeling abnormal, paraesthesia, allergy to metals, pyrexia, hypersensitivity, the last episode of fibromyalgia, chronic fatigue syndrome, endometriosis, menorrhagia, dyspareunia, adhesion, vitamin b12 deficiency, vitamin d deficiency, post-traumatic stress disorder, hypoaesthesia, nausea, vomiting, abdominal distension, fluid retention, jaw operation and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, anxiety, chronic fatigue syndrome, dental caries, depression, dyspareunia, endometriosis, feeling abnormal, fluid retention, hypersensitivity, hypoaesthesia, investigation noncompliance, jaw operation, menorrhagia, nausea, nausea, pain, paraesthesia, pelvic infection, post-traumatic stress disorder, pyrexia, vitamin b12 deficiency, vitamin d deficiency, vomiting, the first episode of dysmenorrhoea and the second episode of fibromyalgia to be related to essure. The reporter provided no causality assessment for abdominal pain, gastrointestinal ulcer, inflammatory bowel disease, irritable bowel syndrome, migraine, polymenorrhagia, polymenorrhoea, the first episode of fibromyalgia and the second episode of dysmenorrhoea with essure. The reporter commented: it was reported that in 28-mar-2011, she implanted essure device as per pfs (discrepancy noted). She underwent operative laparoscopy for removal of foreign object. Diagnostic results (normal ranges are provided in parenthesis if available):cholecystectomy - on 13-oct-2012: recurring gallstones follow-up information incorporated above includes:on 15-nov-2017: reporters and lawyer added. Patient demographics updated, historical drug, historical condition and concomitant medication. Suspect drug inaction. In 2010, she had experienced unexplainable, rapid tooth decay, anxiety, brain fog, paresthesia, severe nickel allergy, constant low grade fever of over 100.4 (positive), low level allergic reactions without reason, chronic fatigue syndrome, endometriosis, menorrhagia, dysmenorrhea, incontinence, internal adhesions, b12 deficiency, vitamin d deficiency, ptsd (post-traumatic stress disorder), numbness, persistent painful pelvic infections and events. In 02-may-2014, she had removed essure device case become incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.most recent follow-up information incorporated above includes:on 07-dec-2017: event unexplainable event deleted.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.